Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer administered a correction bolus via pump to address bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.